Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, ¿when dr (B)(6) was using the tibial alignment housing to adjust the level of his tibial cut, the assembly slid down the rod and did not remain locked in place. This occurred without him using the adjustment wheel to move the assembly.¿